Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the concentric, heavily calcified, moderately tortuous, chronic totally occluded, de novo, proximal left anterior descending (lad) artery after pre-dilatation with a 1.5 mm trek balloon, the 2.0 x 12 mm mini trek balloon was positioned and during the first inflation at 6 atmosphere the balloon ruptured. A 2.0 mm non-abbott balloon was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.